Manufacturer narrative:
This device has not been returned for evaluation.

Event description:
It was reported that the ava high flow sheath was in place when fluid and air came from the sideport, when fluid was pushed thought the distal port. A second sheath and swan-ganz catheter was placed.